Manufacturer narrative:
Initial reporter phone and fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: four q-syte sample units attached to extension sets were received for evaluation by our quality engineer team. Upon examination, tears were observed to the top and bottom disks of the q-syte septa for all four samples. A leakage test did not result in leakage in either the actuated or the unactuated positions for the four q-syte units. As the lot numbers were unknown, a review of the production history could not be performed. A definite source that caused the tears to the q-syte septa could not be confirmed. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. The peura (end user risk analysis was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received 2 extension sets with 3-way valves. Each of the set have 2 q-syte (total of 4 units) assemblies bonded to their ports. Visual/microscopic evaluation: all of the septums were molded using the 16 cavity mold. Damage (tears) was observed on the septum top disk of all 4 q-syte assemblies received. No damage was observed on the column wall, on any of the received q-syte assemblies. Damage (tears) was observed on the septum bottom disk of all 4 q-syte assemblies received (units were dis-assembled after water-leak test). Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the extension set and tested the q-syte units in the actuated and the unactuated positions. No leakage was observed on any of the units on either positions. Damage (tear) was observed on the top and bottom slits on all the 4 q-syte assemblies received. The defect of leakage could not be confirmed. The unit did not leak during the performance of the water-leak test. A definite source that caused the column and slit tears could not be established, the column tear could contribute to leakage. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.